Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a tavrs procedure, it was reported the tube cooler failed. A mobile c-arm was used to complete the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be unexpected increased wear of the cooling unit due to a decrease in water supply. In case of a malfunction of the x-ray tube cooling unit, a multi-stage detection and warning mechanism is activated so that the system displays the message "tube hot, have a break" for the user. If, despite the messages, the user continues x-ray imaging, a hw switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot".